Manufacturer narrative:
Section b3: the date of event has been entered as the date of publication (05jan2026) as the date of collection was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the serial number of the device and other patient identifying information; however, no further information was provided by the account. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, is not available. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, stroke and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in ¿intraoperative discovery of bioprosthetic mitral valve thrombus on tee during heartmate 3 implantation: implications for anesthetic management and surgical planning¿ that the heartmate 3 was involved in an adverse patient event. The case study examined a 73-year-old female with a history of chemotherapy-induced cardiomyopathy, severe mitral regurgitation status post bioprosthetic mitral valve (mv) replacement one year prior, atrial fibrillation on amiodarone, breast cancer status post lumpectomy with chemotherapy and radiation therapy, and graves' disease status post radioactive iodine. The patient was admitted for evaluation for left ventricular assistant device (lvad) implantation. While admitted for evaluation, the patient developed myocardial infarction with non-obstructive coronary arteries secondary to a small left ventricular apical thrombus. Intraoperative transesophageal echocardiogram (tee) demonstrated an echogenic mass on mv, and the healthcare professionals replaced the mv in additional to implanting the lvad. During operation, thrombus was visualized, and the patient required anticoagulation and cardiopulmonary bypass. Post-operation, the patient experience right ventricular dysfunction and ultimately right heart failure requiring sildenafil therapy. On postoperative day 7, the patient developed a subacute subdural hematoma and received treatment. The patient was eventually discharged in stable condition and did not demonstrate ay subsequent thromboembolic complications.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of anesthesiology and pain management, university of texas southwestern, dallas, tx, USA. Huang, j., & shaygan, l. (2026). Intraoperative discovery of bioprosthetic mitral valve thrombus on tee during heartmate 3 implantation: implications for anesthetic management and surgical planning. Seminars in cardiothoracic and vascular anesthesia. Https://doi.org/10.1177/10892532251414559. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.